Event description:
Fire speed very slow; got another sonicision to complete procedure.manufacturer response for soncision, (brand not provided) (per site reporter).======================a report was taken of the incident, issued ftr# and a return kit sent.